Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745nt (serial: (B)(6) ; implant date- n/a; explant date - n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported that their stimulation turned off. Patient stated that while charging, they sometimes felt that their stimulation was not working. Patient mentioned pressing the white stimulation on/off button and had already tried switching to different groups and adjusting the intensity. Agent guided the patient on how to check the stimulation status for each program. When the patient pressed program 1, they stated that the program 1 button was not responding and appeared grayed out; however, they were able to adjust the intensity using the physical buttons. Agent had patient reset the controller. After resetting, the patient pressed program 1 again and stated that the button was still not responding and remained grayed out. The patient then adjusted the intensity using the physical buttons and confirmed that their stimulation was working. Agent reviewed information. The patient was redirected to their hcp regarding their ins therapy settings.